Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention, aortic insufficiency and device embolization are known potential adverse events/complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac) and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy) and ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, a combination of patient factors (i.e. Moderately calcified aortic valve/leaflets; mild aortic root calcification; preserved ejection fraction) and procedural factors [possible malposition of the valve at pre-deployment; inadequate pacing rates; manipulation of the delivery system by the physician during deployment] caused or contributed to this event. There is no evidence this event was a result of malfunction of the sapien valve or the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This one of three medical device manufacturer reports being submitted for this case.

Event description:
As reported by the edwards field clinical specialist, there were several issues that occurred during this transfemoral tavr case. The first 23mm valve was deployed too high (95:5). Coplanar view and coaxial alignment were good; however the valve shifted aortic during deployment. Angiogram and transesophageal echocardiogram (tee) revealed a large amount of paravalvular leak and central aortic insufficiency. The patient remained hemodynamically stable; heart rate was 93bpm and blood pressure was 123/69mmhg. The team agreed that a second valve was necessary due to the aortic deployment, and a valve-in-valve was performed. For the second valve, coplanar view and coaxial alignment of the valve was good. Angiography during rapid pacing deployment run revealed proper valve alignment and placement. During inflation, the valve was deployed aortic (90:10). Both tee and angiogram again revealed aortic insufficiency. Prior to the second valve deployment, the pacemaker was retested, and the rate was increased to 190. The team discussed placing a third valve. The patient was a jehovah's witness, so the team felt it was in the patient's best interest to opt for a third valve. Again, the coplanar view and coaxial alignment were good. The third valve was positioned within the second valve and appeared on angiogram to be in perfect position. As the balloon was inflated and the valve was being deployed, the delivery system moved ventricular. The third valve moved into the ventricle. The patient remained hemodynamically stable, and the wire position was maintained. The patient was placed on cardiopulmonary bypass, the valves were surgically removed and replaced with a surgical valve. The patient tolerated the procedure well, and was transported to the cvicu in stable condition. Per report, the event was attributed to movement of the delivery system during valve deployment. The physician stated that ¿he moved the delivery system too far into the ventricle in order to compensate for aortic movement; systolic arterial pressure not low enough prior to deployment which caused an aortic shift.¿ during investigation of this event it was reported that the patient was downgraded from ICU to a telemetry floor. It was felt that the first two valves moved aortic due to several factors. The physician operating the atrion inflation device did not allow the systolic pressure to drop <50 before inflating the balloon and deploying the valve, initial pacing run was felt to not be at a rate that was high enough to drop the pressure where it needed to be to properly lower cardiac output; the pacemaker was tested prior to valve deployment. Prior to the second rapid pacing run for the valve-in-valve deployment, the pacemaker rate was adjusted to a higher rate, but again the secondary operator (very rapidly) inflated the balloon deploying the valve. The third valve embolized into the ventricle. The primary operator stated that he pushed the delivery system ventricular during balloon inflation and deployment of valve, thus forcing the valve ventricular. He stated he saw it moving aortic, and attempted to compensate for possible movement and another incorrect deployment. Additional information: the pre-deployment position of the first valve was approximately 60:40 aortic. The native valve/leaflet calcification was described as moderate. The aortic root calcification was described as mild. The mitral annular calcification was mild and there was no ventricular septal hypertrophy. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; ventilation was held during deployment and there was no loss of pacing capture during valve deployment. The stj diameter was 30.9mm and the sov was 33.6mm. This patient¿s ejection fraction was 50-55%.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no. 2015691-2013-21571 and 2015691-2013-21572 .